Event description:
It was reported that an occlusion alarm intermittently occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level ranged from 550 mg/dl to "high"; although specific value was not provided. Cause was not known. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned